Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078009) on 29-jun-2018. The most recent information was received on 24-feb-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/ 10 days post-op') and endometrial ablation ('ablation') in a 27-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to chemicals and soap allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced eczema ("eczema flare up") with wound secretion, photosensitivity reaction ("unable to be outside in sun and heat due to worsening of eczema"), temperature intolerance ("unable to be outside in sun and heat due to worsening of eczema") and loss of personal independence in daily activities ("I cannot touch things with preservatives as ingredient/cannot shop at the stores/ use soap to was my hands in public restrooms or even hug family members/there are many things I cannot do because of it"), 2 years 6 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced anxiety ("anxiety"), depression ("depression"), mood swings ("mood swing") and libido decreased ("low sex drive"). The patient was treated with surgery (removal,). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, endometrial ablation, eczema, photosensitivity reaction, temperature intolerance, loss of personal independence in daily activities, anxiety, depression, mood swings and libido decreased outcome was unknown. The reporter provided no causality assessment for eczema, loss of personal independence in daily activities, photosensitivity reaction and temperature intolerance with essure. The reporter considered anxiety, depression, endometrial ablation, libido decreased, medical device removal and mood swings to be related to essure. The reporter commented: the seriousness criterion ¿other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in insertion date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to case (B)(4). Reporter, events anxiety, depression, mood swing, low sex drive and reference were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078009) on 29-jun-2018. The most recent information was received on 05-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/ 10 days post-op') and endometrial ablation ('ablation') in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to chemicals and soap allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced eczema ("eczema flare up") with wound secretion, photosensitivity reaction ("unable to be outside in sun and heat due to worsening of eczema"), temperature intolerance ("unable to be outside in sun and heat due to worsening of eczema") and loss of personal independence in daily activities ("I cannot touch things with preservatives as ingredient/cannot shop at the stores/ use soap to was my hands in public restrooms or even hug family members/there are many things I cannot do because of it"), 2 years 6 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced anxiety ("anxiety"), depression ("depression"), mood swings ("mood swing") and libido decreased ("low sex drive"). The patient was treated with surgery (removal,). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, endometrial ablation, eczema, photosensitivity reaction, temperature intolerance, loss of personal independence in daily activities, anxiety, depression, mood swings and libido decreased outcome was unknown. The reporter provided no causality assessment for eczema, loss of personal independence in daily activities, photosensitivity reaction and temperature intolerance with essure. The reporter considered anxiety, depression, endometrial ablation, libido decreased, medical device removal and mood swings to be related to essure. The reporter commented: the seriousness criterion ¿other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in insertion date: (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy to chemicals and soap allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced eczema ("eczema flare up") with wound secretion, photosensitivity reaction ("unable to be outside in sun and heat due to worsening of eczema"), temperature intolerance ("unable to be outside in sun and heat due to worsening of eczema") and loss of personal independence in daily activities ("I cannot touch things with preservatives as ingredient/cannot shop at the stores/ use soap to was my hands in public restrooms or even hug family members/there are many things I cannot do because of it"), 2 years 6 months after insertion of essure. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (removal,). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, endometrial ablation, eczema, photosensitivity reaction, temperature intolerance and loss of personal independence in daily activities outcome was unknown. The reporter provided no causality assessment for eczema, loss of personal independence in daily activities, photosensitivity reaction and temperature intolerance with essure. The reporter considered endometrial ablation and medical device removal to be related to essure. The reporter commented: the seriousness criterion ¿other serious (important medical events)¿ was reported, but not specified or assigned to one of the events. Discrepancy noted in insertion date: (B)(6) 2013, (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "medical device removal" added. Explant details added. Case becomes incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.